Event description:
It was reported that the blood parameter monitor (bpm) was not working well and values were not consistent. This complaint was received through a marketing survey and no other details regarding the nature of this event were provided.

Manufacturer narrative:
If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be field accordingly.